Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for a single pt sample. An initial accu tni result of 1.26ng/ml was reported out of the lab and the pt was given clexane based on the elevated result. The original sample was re-tested on the next day and repeated accu tni result was 0.015ng/ml. A fresh sample from this pt gave an initial result of 0.017ng/ml and 0.025ng/ml upon repeat. There was no report of pt injury requiring medical intervention attributed or connected with this event.

Manufacturer narrative:
The samples were drawn in plastic greiner vacutainer tubes and were centrifuged at 3,000 rpm for 15 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse ran investigation protocol with all results within published specifications. No additional info is available regarding this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.